Manufacturer narrative:
Zimmer biomet complaint# (B)(4). Date of event: the event occurred sometime in february 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient is experiencing pain from the 72r electrodes. The patient claims the pain is under the surface of the skin, at a pain level of 8. It is caused by pressure on the electrodes from her back brace, as the electrodes need to be worn under her brace, and the brace needs to be tight to support. The patient claims indentations the shape of the electrodes are present on her skin from the pressure from the brace. Zimmer biomet customer service discussed rotating the electrodes regularly according to the patient's comfort level. They also discussed contacting the surgeon's office again to see how tight or loose the brace should be. The patient did seek medical advice from the surgeon's physician's assistant, and she advised to rotate the electrodes according to comfort. Days. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint# (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient is experiencing pain from the 72r electrodes. The patient claims the pain is under the surface of the skin, at a pain level of 8. It is caused by pressure on the electrodes from her back brace, as the electrodes need to be worn under her brace, and the brace needs to be tight to support. The patient claims indentations the shape of the electrodes are present on her skin from the pressure from the brace. Zimmer biomet customer service discussed rotating the electrodes regularly according to the patient's comfort level. They also discussed contacting the surgeon's office again to see how tight or loose the brace should be. The patient did seek medical advice from the surgeon's physician's assistant, and she advised to rotate the electrodes according to comfort. Days. It was reported that no further information is available.

Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - d4: serial number, d9: device not available for evaluation, h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported the patient is experiencing pain from the 72r electrodes. The patient claims the pain is under the surface of the skin, at a pain level of 8. It is caused by pressure on the electrodes from her back brace, as the electrodes need to be worn under her brace, and the brace needs to be tight to support. The patient claims indentations the shape of the electrodes are present on her skin from the pressure from the brace. Zimmer biomet customer service discussed rotating the electrodes regularly according to the patient's comfort level. They also discussed contacting the surgeon's office again to see how tight or loose the brace should be. The patient did seek medical advice from the surgeon's physician's assistant, and she advised to rotate the electrodes according to comfort. It was reported that no further information is available. The spinalpak device nor the electrodes were returned for evaluation.